Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred and while crossing the valve with the dc handle, the clip did a 180-degree turn; the clip had moved unintentionally. The clip was bought back to the left atrium (la) to realign, and a lot of resistance without movement was encountered. It was noted that during the procedure the clip delivery system (cds) and steerable guide catheter (sgc) were curved up to 110 degrees. The clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unintended movement and resistance were likely a result of the reported improper or incorrect procedure or method. The reported improper or incorrect procedure or method was due to the user curving he device more than 90 degrees. The cause of the reported difficult imaging was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, difficulties visualizing the clip occurred and while crossing the valve with the dc handle, the clip did a 180-degree turn; the clip had moved unintentionally. The clip was bought back to the left atrium (la) to realign, and a lot of resistance without movement was encountered. It was noted that during the procedure the clip delivery system (cds) and steerable guide catheter (sgc) were curved up to 110 degrees. The clip was removed and replaced. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.